Event description:
The customer tested her blood glucose and received a reading of 63 mg/dl using her breeze meter. She retested using another meter and received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.